Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. The device failed steps during testing. The device's sensor board and oxygen blending module board were replaced to address the issues. An issue related to the device's flow element and active exhalation control module leaking was observed. The device's flow element and active exhalation control module were replaced to address the issues. An issue related to the device's flow sensor was observed. The device's flow sensor was replaced to address the issue.